Event description:
It was reported that the patient presented with loss of ventricular capture and was symptomatic with a junctional rhythm in the 30s-40s. The device was explanted, and the rv (right ventricular) lead was capped. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient presented with loss of ventricular capture, and was symptomatic with a junctional rhythm in the 30's-40's. The device was explanted and the rv lead was capped. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. The ipg is included in the advisory for this model. It was reported that the patient presented with loss of ventricular capture and was symptomatic with a junctional rhythm in the 30s-40s. The device was explanted, and the rv (right ventricular) lead was capped. No further patient complications were reported as a result of this event. No conclusion can be drawn capture, failure to.